Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent dexcom g7 signal loss to the ilet bionic pancreas, requiring device restarts to reestablish connectivity; the issue was isolated to a single, recently applied sensor while the ilet was on current firmware and no broader bluetooth issues were identified. Symptoms included intermittent loss of cgm data to the ilet. Outcomes included temporary interruption of automated glucose management and user inconvenience, without alarms, adverse events, or medical intervention. Investigation included customer troubleshooting and education, confirmation of current firmware, and assessment of app and bluetooth connectivity. Investigation of this case revealed intermittent cgm-to-pump communication disruption limited to the reported sensor, consistent with a sensor-specific connectivity issue rather than an ilet or app malfunction. It was concluded, based on previously established findings for similar reports, that the cause was probable sensor-related communication variability.